Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm was occurring while using a trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was replaced with another one. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed in the device's error log. The service technician further evaluated and determined the failure occurred in the detachable battery on in the power managing for this device. In conclusion, the device's detachable battery and system printed circuit assembly (pca) were replaced to address the issue. The root cause is confirmed at this time.